Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level around 400 mg/dl. The contact suspected that the customer is "snacking and not delivering the appropriate bolus." The bg was treated by drinking water and administering a correction bolus. The customer was instructed to consult with the healthcare provider regarding bg level.

Manufacturer narrative:
This report was inadvertently filed. This event is not reportable as blood glucose was approximately 400 mg/dl and the contact believed the possible cause to be due to the customer snacking.